Event description:
During a rotator cuff repair the needle got jammed and would not pass. Sales rep stated that the surgeon passed the needle once without issue, went to pass it again and the needle jammed. The surgeon was grasping a full cm of the cuff when this occurred. A delay of five mins resulted to prepare an additional device to complete the repair. Sales rep also stated that the surgeon was very confident that the needle tip did not break off in the pt. It was also indicated that the proximal end of the needle was broken when they tried to remove it from the suture shuttle and that this was the first and only usage of the needle. No pt injury or complications resulted.